Event description:
The customer contact reported the device did not deliver. On (B)(6) 2011 at 2000, the device was programmed to deliver 20meq potassium chloride in 0.9% sodium chloride at a rate of 100ml/hr. The duration of the delivery was reported as 12 hours. It was reported that after start button was pressed, drips were noted in the drip chamber of the tubing set. On (B)(6) 2011 at 0000, during nursing rounds, the nurse noted that the display indicated the device was delivering; however, the solution bag was full. At this time, the customer contact reported there were no drips in the drip chamber. The device was removed from clinical service. Therapy was resumed using a dial-a-flo tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 2 ml (+/- 10%). A calibrated tubing set was used for testing per the device release specifications. Based on the data verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 100ml/hr with a volume to be infused (vtbi) of 99.6ml and the secondary line displayed a programmed rate of 0ml/hr with a vtbi of 200ml. The technology of the acclaim encore pump list #12237 does not contain a pump history that provides past programming settings. This report represents all the information known by the reporter upon query by hospira personnel.